Event description:
It was reported that several times while testing the device one continuous insulation breath when turning the knob. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection of unit showed no damage. The unit passed all tests. However when turned the switch forcibly to its end stop and held it there for a few seconds it did go into continuous flow, it did not repeat this every time performed this action but did go into continuous flow an average of one in every five turns when forcibly moved to the end stop. Removed the switch block from the unit module while it was sticking in the far position and giving the continuous flow removed the lid to see if any of the internal poppets had become stuck, they had not. The root cause of the reported issue was found to be the switch was not being used as intended. Actions were taken to mitigate the reported issue: the switch cam was changed.